Manufacturer narrative:
The manufacturer previously received information about a dreamstation 2 advanced auto CPAP device stopped working and was smoking. The device will power on and when the blower was turned on the device will go to black then has no power. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer product investigation laboratory(pil) for investigation. Pil used a known good power supply and power cord and confirmed the device powers on and reboots at therapy initiation. Pil performed an external and internal inspection of the device and observed dust like contaminant on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, heater plate, and bottom enclosure. Pil also found what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, top enclosure, iso port, heater plate, and bottom enclosure. Hair-like particles were observed on the water tank seal and inlet/outlet seal. Additionally, the q3 component of the pca was observed to have thermal damage and areas of corrosion were observed on the pca, both likely due to liquid ingress. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The manufacturer investigation confirmed the complaint. The device was scrapped. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. .

Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP device stopped working and is smoking. The device will power on and when the blower is turned on the device will go to black then has no power. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.